Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noted that the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.